Manufacturer narrative:
H3: analysis of recharger; model #: 97755; s/n: (B)(6) reveled: no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger becomes extremely hot while charging the implant and continuously displays error message "system problem rm03" for 2 weeks now. Patient reported needing to move the paddle multiple times before the implant would begin charging, but stated the issue has progressively worsened. Patient stated they stopped using the paddle because it becomes excessively hot during use, particularly at the border where the cable connects, which appears to be a weak point in the design. Patient expressed concern that the heavy cable could easily break. Agent sent a request to repair for recharger replacement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.